Manufacturer narrative:
During review of the customer-supplied software data files, thermo fisher scientific identified five (5) false positive patient sample calls: two (2) samples in data file (B)(6) contained air bubbles in the wells causing non-specific amplification that crossed the threshold and caused total of two (2) false positive clinical calls. > the root cause of the issue was identified as improper centrifugation of the qpcr plate to release the trapped air bubbles. Three (3) samples in data file (B)(6) contained air bubbles in the wells causing non-specific amplification that crossed the threshold and caused total of three (3) false positive clinical calls > the root cause of the issue was identified as improper centrifugation of the qpcr plate to release the trapped air bubbles.

Event description:
User error in plate mixing caused erroneous false positive results. The customer reported seeing multiple wells appearing with both flat areas and jumps in the reaction curve data due to bubbles. Analysis of the customer's data by thermo fisher scientific's technical and field application scientist team revealed issues with poor centrifugation of the qpcr plates and 5 false positive results.the customer indicated "we were not vortexing/centrifuging the plate until you (thermo fisher scientific) mentioned it on the phone. We will now start adapting that to our sop." The customer did not report any deaths or serious injuries to thermo fisher scientific. Thermo fisher was not able to confirm whether or not the false positive results were reported to physicians/patients.